Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to verify no delivery/occlusion alarm, perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No damage on battery compartment note. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm when giving a bolus. Customer stated that metal part of battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.